Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported the patient passed away on (B)(6) 2015. The patient's pump quit working and the patient's pain was unbearable. The patient's family called the patient physician and they refused to see him right away. The patient proceeded to shoot himself and passed a short time later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.